Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.